Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered repeated errors on the universal surgical manipulator (usm)1. The tse reviewed the system error logs, and confirmed the occurrence of errors on the usm1. The user converted to another dv system to continue with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in log reviews, the 23008 error was found indicating pot to encoder fault on the usm axis 4, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 23008 error was triggered indicating fault on axis 4, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the c. Lissajous, sensor check, sine cycle and carriage strength check tests were found to be failing. The probable root cause is attributed to the instrument sterile adapter (isa) board and axes controller, carriage logic (accl) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.